Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(4) distributor contacted zoll to report that a patient developed an abscess under the front therapy electrode. Patient reported itchy skin under the garment. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a salve. Patient reports the irritation comes back anytime he wears the lifevest. Patient decided to return the lifevest. Follow up indicated the skin irritation has improved.